Manufacturer narrative:
This report is submitted on july 25, 2019.

Event description:
It was reported that the recipient experienced swelling, soreness and redness over the implant site. Medical treatment included oral antibiotics were provided, however, this did not alleviate the problem. The recipient has been referred to ent surgeon for a medical investigation.